Event description:
The clinician reports the implant was inserted 2023-03-15 in ada 3. On 2023-05-17, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.